Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the defibrillation conductor was fractured due to overstress, and the proximal conductor was fractured due to overstress, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was pulled apart due to overstress, the outer insulation had a cosmetic depression, there was apparthe information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from a funeral home. The cause of death was listed as cardio-respiratory failure with arteriosclerotic heart disease.

Event description:
Asku